Manufacturer narrative:
Preliminary analysis revealed that mechanical and electrical parameters were conformed to establish specifications.(B)(4).

Event description:
A ventricular pacing failure was observed on (B)(6) 2016 (one day post-implantation). A re-intervention was performed in order to reposition the ventricular lead; satisfying electrical measurements were obtained. Ventricular capture failure was observed again on the night of the re-intervention and the pacemaker check was performed. Intermittent ventricular capture failure was observed on the real time egm. Ventricular output was reprogrammed from 3.5v/0.35ms to 4v/1.0ms and appropriate ventricular capture was confirmed. Then, both atrial and ventricular capture failure were observed (on (B)(6) 2016), a re-intervention was performed in order to replace the whole system (pacemaker and leads). Preliminary analysis confirmed the reported ventricular capture failure and revealed ventricular undersensing; most probably due to the reported lead dislodgement.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar ro reply models approved in the u.s. (B)(4).

Event description:
A ventricular pacing failure was observed on (B)(6) 2016 (one day post-implantation). A re-intervention was performed in order to reposition the ventricular lead; satisfying electrical measurements were obtained. Ventricular capture failure was observed again on the night of the re-intervention and the pacemaker check was performed. Intermittent ventricular capture failure was observed on the real time egm. Ventricular output was reprogrammed from 3.5v/0.35ms to 4v/1.0ms and appropriate ventricular capture was confirmed. Then, both atrial and ventricular capture failure were observed (on (B)(6) 2016), a re-intervention was performed in order to replace the whole system (pacemaker and leads). Preliminary analysis confirmed the reported ventricular capture failure and revealed ventricular undersensing; most probably due to the reported lead dislodgement.

Manufacturer narrative:
Preliminary analysis confirmed the reported ventricular capture failure and revealed ventricular undersensing; most probably due to the reported lead dislodgement.

Event description:
A ventricular pacing failure was observed on (B)(6) 2016 (one day post-implantation). A re-intervention was performed in order to reposition the ventricular lead; satisfying electrical measurements were obtained. Ventricular capture failure was observed again on the night of the re-intervention and the pacemaker check was performed. Intermittent ventricular capture failure was observed on the real time egm. Ventricular output was reprogrammed from 3.5v/0.35ms to 4v/1.0ms and appropriate ventricular capture was confirmed. Then, both atrial and ventricular capture failure were observed (on (B)(6) 2016), a re-intervention was performed in order to replace the whole system (pacemaker and leads).